Event description:
In (B)(6) 2008, the pt was going to have the device explanted by a physician that solely implanted devices not made by this MFR. The pt had been seen multiple times and no issues were reported; it was thought that the stimulation was "working great". In (B)(6) 2010, it was reported that the pt had had stimulation products from this MFR that did not work. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).